Manufacturer narrative:
H4: the lot was manufactured from april 8, 2020 - april 9, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation containing fluid in the bladder. Visual inspection via the naked eye showed no evidence of external fluid leak. However, when the fill port cap was removed, evidence of leak was observed coming out of the fill port. Subsequent examination of the sample revealed the cause of leak at the fill port was due to a black particle measured to be 5.00 square mm in size, lodged under the checkband. The particle was subsequently identified to be polyurethane material via ftir spectroscopy test. The reported condition was verified. The cause of the particle lodged under the checkband could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The event occurred when "adding the diluent" and "the diluent continues to overflow from the bottle mouth". There was no patient involvement. No additional information is available.